Event description:
About 2 years following hip replacement in (B)(6) 2007, I noticed intermittent squeaking when I walked. Shortly thereafter, I began to notice discomfort in my hip area, which became severe pain in (B)(6) 2010. My orthopedic surgeon ordered a series of tests that fall. I was finally diagnosed with metal poisoning in (B)(6) of 2011. Revision surgery in (B)(6) 2011 revealed significant bone and tissue damage by metals. An excerpt from the surgical report indicates "the pt demonstrated severe metallosis to her left hip. There was a large amount of corrosion at the modular junction between the prosthesis and the thimble. There were no signs of wear on the femoral head and no signs of impingement on either the femoral neck or on the acetabular component."